Event description:
It was reported to philips that the system's frontal arm cannot move. The system was in clinical use. There was no harm or injury reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the fs can't move. Fse checked the log files and the geo io box (gib) fs output. The philips engineer confirmed gib was defective and replaced the gib. After the replacement of the gib, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.